Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/19/2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na

Manufacturer narrative:
Apoc incident # (B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant chloride result on a (B)(6) female patient.. There was no additional patient information at the time of this report. The customer states that return product is not available for investigation. Method: I-stat, test: 09:20, sample: a, ci: >140; I-stat, 09:44, b, 103. There are no injuries associated with this event. The investigation is underway.